Manufacturer narrative:
Three opened samples were returned. The samples were examined using 10x magnification and all were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. However, based on the info above, it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. (B)(4).

Event description:
A biomedical technician reported dull blades were noted during surgery. A second knife was used to complete the procedures. There was no pt harm reported.